Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system displayed a communication error and could not boot up. There was no pt injury or death reported.